Event description:
Initial (B)(6) 2022): on an unreported date the consumer purchased compound w nitrofreeze xl spray plus gel pads on amazon and stored it in an upright position in a cool dry place for one day after receiving it in the mail. The device spontaneously ignited inside the unopened box and dispensed the treatment. There were no injuries reported. Meddra version 25.0. Product component inoperable/dispensing issue. According to the company reference safety information.